Manufacturer narrative:
The cls was returned for analysis and passed all functional testing. There was no allegation of a deficiency against the device. It was reported the patient decided that they preferred to manage their pain without the scs system.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system decided to manage their pain without their scs system and therefore the system was explanted.